Event description:
The customer reported via phone call that they had issues with their site. The customer also reported their insulin pump did not deliver any insulin. Customer reported they were able to resolve the issue. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.